Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 4 of 5, see 1926044-2014-00118, 00119, 00120, 00122.

Event description:
The user facility in (B)(6) reoprted the vitrectomy cutter was not operable at the cutting speed of 5000 cpm. There was no impact to the patient.